Manufacturer narrative:
Follow-up #1 date of submission 02/24/2016-product analysis:the device was returned and evaluated by product analysis on 02/18/2016 with the following findings:no abnormal pump behavior was duplicated with investigation. Review of the pump¿s black box revealed a loss-of-prime alarm. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 504 mg/dl with vomiting, nausea, and moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump was exposed to extreme forces or temperatures. It was reported that the pump emitted several loss of prime warnings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a use error of dropping the pump and the pump emitting multiple loss of prime warnings.